Event description:
It was found during testing that a pump had a delayed keypad. There was no patient involvement since the error was found during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The delayed keypad was confirmed and reproduced. The delay observed was approximately 3 seconds. It was caused by a failing processor printed circuit board. The keypad was tested and all keys were found to function as designed. As a result, the processor printed circuit board/shielding were replaced.